Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The vessels were reported to be non-calcified. It was reported that there was a type 3 endoleak observed approximately 2 cm from the distal part of the ipsilateral limb of the bifurcated stent graft. An iliac extension cuff was implanted and that resolved the endoleak. No clinical sequelae were reported and the pt is fine.